Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2015. During this time the device records multiple occasions in which the temperature was recorded below the minimum recommended stand-by temperature of 0 degrees celsius with a low of -3.8 degrees celsius. Also during this time an increase in voltage suggests a further pad-pak was installed. Multiple manual powers up mainly of ten minutes duration were recorded between (B)(6) 2015 and (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and excess current drain measured during the investigation would indicate a failing membrane. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.